Event description:
The rv lead was returned for positioning difficulty, and subsequently tested out of specification during the the manufacturer's analysis. No patient complications have been reported as a result of this event.the right atrial lead was explanted due to no capture, high impedance, and apparent conductor fracture.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. .